Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump stoppage event while in the intensive care unit. A review of the submitted log file data confirmed a low speed advisory alarm in which the recorded pump speed reduced to zero rpm. The red heart alarm was not triggered as the event was no longer than three seconds. It was also reported that the system controller was exchanged and that the patient was given a new backup system controller. No additional information was provided.

Manufacturer narrative:
Approximate age of the device - 21 days. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacture's investigation is completed. Placeholder.

Manufacturer narrative:
The returned system controller was functionally tested using our equipment in the laboratory and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms properly activated when induced. The device operated on a mock circulatory loop without any notable event captured in the history screen. The log file retrieved from the returned system controller contained low speed operation and pump stoppage events that were recorded. The pump power (from 4.4 watts up to 10.2 watts) and flow estimation (from 4.6 lpm up to 12 lpm) values contained in the log file appeared to be elevated. The analysis could not determine a root cause for the speed changes that were recorded in the log file. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.